Event description:
It was reported that the charging pad was broken and no longer charged the ilet, and a replacement charger was shipped. Symptoms included no clinical effects. Outcomes included no impact on therapy and no alerts or alarms. Investigation included customer interview and logistics review for replacement supply. Investigation of this case revealed a malfunction of the external charging accessory consistent with a device component failure of the charger, with no effect on blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was a component malfunction of the charging pad.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.